Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the had high blood glucose. The customer¿s blood glucose level was 439 mg/dl, 424 mg/dl/dl, 321 mg/dl, 240 mg/dl, 62 mg/dl, 70 mg/dl, 80 mg/dl and 439 mg/dl. The customer was treated with bolus. It was reported that the customer couldn't calibrate because the glucose levels were high on the pump. The insulin pump will not be returned for analysis.